Event description:
It has been reported that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon slowly to 6mm to occlude the vessel. The sales rep noticed the occlusion balloon slowly deflating. The physician removed the device and replaced with another to complete the case. The pt is reported to be fine.